Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). During the process of inserting the protege everflex stent in the 6fr sheath, the stent was partially deployed. It would not move forward and backward. The physician had to cut the sheath with scissors to remove the stent. Replaced with a 7fr sheath and different size product to complete the procedure. Patient was not injured. Investigation of the returned device on (B)(6), 2015 found the device was used approximately 7 months after the expiration date indicated on the product labeling.

Manufacturer narrative:
A review of the manufacture records for this device found the product was used 7 months after the labelled expiration date.(B)(4)